Manufacturer narrative:
The customer was not responsive when attempts were made to obtain additional information.

Event description:
The customer reported that the monitor is not showing if a patient is alarming. There was no reported patient harm.